Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of critical pump error from the insulin pump. The customer's blood glucose reading was 17 mmol/l. The customer had not dropped the pump nor been in an accident. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and broken force sensor alarm noted in alarm history due to moisture damage noted on force sensor. Device received with moisture damage on motor and electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. Device received with cracked battery tube threads, cracked case at battery tube side and scratched case.